Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the broken eyelet. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
Rotator cuff repair- surgeon had punched a hole in the humerus. He then went to insert a ar-2324pct into the hole. The hole was at a reasonably steep angle to the insertion angle of the swivelock. He inserted the eyelet into the hole. Then the eyelet broke off. The swivelock inserter construct was removed from the shoulder. The eyelet remained attached to the fibertape. All pieces of the eyelet appear to be present. It was noted that the swivelock anchor itself was not on the insertor construct when it was returned to the scrub table. Surgeon notified by rep. Surgeon searched shoulder arthroscopically at end of case and palpated shoulder. Swivelock not found. Surgeon unconcerned, believed it may have been lost on the or floor. Rep believes that the swivelock was not faulty, but that the eyelet breakage was likely due to levering force on swivelock inserter construct with the eyelet in the hole.